Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow keypad button was intermittently unresponsive and required multiple button presses with increased force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: during investigation, there was no damage observed on the keypad. The down and up keypad buttons responded intermittently. When the keypad was removed, there was contamination present under all the button contacts. Unrelated to the original complaint, the display was noted to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.